Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent a 360 degree fusion at l4-5 using rhbmp-2/acs combined with autograft and allograft, and placed the mixture inside of an ldr medical avenue l cage. Following the patient¿s surgery, the patient developed continued back and bilateral leg pain, as well as leg weakness. The patient underwent additional imaging. A CT scan dated (B)(6) 2014 showed that the patient had developed ectopic bone growth. The patient has never recovered from the surgery and she has daily, disabling pain that prevents her from performing many basic activities of daily living.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.